Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The deviec was returned to zoll medical canada's service department. The electrode pads used at the time of the event were not returned for investigation and the reported malfunction could not be duplicated. The device was subjected to bench handling and ECG functionality testing without duplicating the malfunction. The lot number of the electrode pads used during the event was not available. Analysis of reports of this type has not identified an increase in trend.